Manufacturer narrative:
The suspect device is not being sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the distal end cover fell off the endoscope during an endoscopic retrograde cholangiopancreatography procedure and the patient spit it out in the recovery room following the procedure. There was no effect on the patient due to the event. This report is for the endoscope. The distal end cover is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the distal cover likely came off the subject scope due to improper attachment of the cover. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the endoscope: inspection of the endoscope¿. ¿inspection of accessories: inspection of the single use distal cover (maj-2315)¿. ¿attaching accessories to the endoscope: attaching the single use distal cover: hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. Twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. If finding irregularities on the single use distal cover or incorrect attaching the single use distal cover in the steps from 3 through 8, detach the single use distal cover from the distal end of the endoscope and replace it with a new one. Refer to ¿detaching the single use distal cover.¿ with a new single use distal cover, repeat step 1 through 8.¿ ¿precautions: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ olympus will continue to monitor field performance for this device.